Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: y326660, exp: jun21, 0.9% sodium chloride injection; td unk. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
An unexpected tubing set was received and it appeared the tubing had separated. No further information is available.

Manufacturer narrative:
The unexpected returned set was observed to be tubing being separated. During visual inspection, it was noted that the vinyl tubing p/n (B)(4), was completely separated from the drip chamber p/n (B)(4), outlet port. Inspection under microscope also observed a gap of the tubing not being fully inserted into the drip chamber outlet port and traces of insufficient solvent on the tubing. The tubing was found to be within specification. No functional testing of the returned set was deemed unnecessary due to a separation. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
An unexpected tubing set was received and it appeared the tubing had separated. No further information is available.